Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were harder to push or had to push multiple times to get them to respond. The customer blood glucose level was unknown. The rewind and prime make louder or unusual grinding sounds, insulin pump alarmed no delivery, low reservoir and low battery and also rejected new battery and insulin squirt out of the cannula instead of drip. The insulin pump will not be returned for analysis.